Event description:
A customer reported to baxter (B)(4) a y-type blood w/pump clamp and 170-250 micron filter in which a leak was observed. According to the report, a patient developed a sudden hemorrhage during a right hemicolectomy. During the procedure, a small leak was observed at the base of the pressure pump. The incident occured during patient use. There was patient involvement and the patient continued bleeding. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample was not returned, hence, the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.